Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by diarrhea. The cause of the event and treatment were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the peritoneal infection occurred on an unspecified date "around" (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.